Event description:
It was reported that this insertable cardiac monitor (icm) device battery had reached end of service (eos) earlier than expected. Boston scientific technical services (ts) received a call from the healthcare provider (hcp). The hcp provided the icm device reached eos after less than a year implanted. Boston scientific engineering reviewed and advised the rapid battery deletion is consistent with an internal short circuit. Ts suggested the icm device should be explanted and replaced. Subsequently the icm device has been explanted. Another icm device was implanted to continue monitoring. The icm device has been returned for analysis. No adverse patient effects were reported.

Event description:
It was reported that this insertable cardiac monitor (icm) device reached end of service (eos) battery status earlier than expected. Boston scientific technical services (ts) received a call from the healthcare provider (hcp). The hcp provided the icm device reached eos after less than a year implanted. Boston scientific engineering reviewed and advised the rapid battery deletion is consistent with an internal short circuit. Ts suggested the icm device should be explanted and replaced. Subsequently the icm device has been explanted. Another icm device was implanted to continue monitoring. The icm device has been returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
This icm was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Neither visual examination nor x-ray examination of the device identified anomalies. An attempt was made to interrogate the device and it was noted the icm could not be communicated with. The device case was removed to facilitate inspection and testing of the internal components. The battery was removed and replaced with an external power source. The current drain was measured and found to be normal. The battery was forwarded for detailed analysis. This analysis identified an internal battery short that resulted in the observed premature battery depletion.